Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that a broken piece of the cutter device was stuck inside the motor device it was noted that there was excessive corrosion and medical debris in the locking mechanism which made it difficult for the cutter device to unlock. The cutter was examined using 40x magnification and rechecked on an optical comparator, however a full assessment of the device could not be performed due to the condition that the device was received in. It was reported that the assignable root cause of the cuter getting stuck was due to a buildup of debris and residue which prevented the locking tabs from moving into place. Therefore, the reported condition was confirmed. The assignable root cause was traced to improper cleaning and maintenance.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The brand name of the device was unknown. The catalog number, serial number and unique identifier( UDI) were unknown. PMA/510(k) number was unknown. The device manufacture date was unknown. Concomitant device and therapy date: motor device, (B)(6) 2020. UDI: lot/serial unknown.

Event description:
It was reported that the cutter device was fractured and stuck in the motor device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.